Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a number of pump error alarms and kept shutting off. Customer's blood glucose was 15.2 mmol/l. Troubleshooting was not performed due to excessive alarms. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display anomalies noted. However, the device had a high sleep current due to corroded electronic assemblies. The device passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump had a cleared alarm and a software error that was found in the pump history due to corroded electronic assemblies. The device had a cracked case corner at the belt clip rails near the battery compartment and minor scratches on the lcd window.